Event description:
It was reported that while preparing a liberte' bare metal stent for a coronary stent treatment procedure, the tip of the stent delivery system became detached. The physician was attempting to remove the product mandrel from the stent delivery system, the product mandrel caught on the tip and "ripped the tip off". There were no reported patient complications or injuries, as this happened prior to patient contact. The procedure was completed with another of the same device.